Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positives were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "what confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. 15 false positives came out of drawer a/b".

Manufacturer narrative:
H.6 investigation summary: bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is related to the ambient temperatures in the laboratory. This is an unconfirmed failure of the bd product. Root cause of false positives was related to ambient temperature/ no instrument issues found. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures in the laboratory. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positives were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "what confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. 15 false positives came out of drawer a/b".